Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent fracture and stent damage occurred. A synergy¿ stent was damaged when a side wire was removed and the catheter pushed forward and caused "possible" proximal fracture and damage to the stent. The procedure was completed with a promus¿ premier stent. No patient complications were reported and the results were considered "all well."